Event description:
It was reported that the patient was experiencing pain at the ipg site as well as frequent ipg charging. It was also noted that the patient was experiencing battery shocks when the ipg was turned on. The patient underwent an ipg explant procedure.